Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The bushing in the bottom of the horn where it attaches to the mast is reamed out and won't hold tightly.